Event description:
During the revision of total hip procedure a flexi lum was being used while he was using the drill a piece of the lighted end was broken off. This was attributed to user error (proximity of flexi-lum to the drill) and not product failure. No adverse outcome to pt. No treatment required.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, related to another drug/device. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: other. The device was destroyed/disposed of.